Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient reports upon removal of the pod from the pod infusion site (arm), there was redness as well as a bump at the infusion site. In addition the patient reports having pain at the pod infusion site. The patient had gone to a clinic. The patient was prescribed cefalexin to be taken 4 timed daily for 5 days and mupirocin ointment (2%) to be applied inside the nostril 2-3 times daily. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.